Event description:
Perclose was attempted to deploy post cath and was stuck in the body. After sutures were deployed, device would not come out of body after foot plate was brought down. Perclose device was able to be removed from body. Hemorrhage from sheath site, manual pressure held and new sheath placed. Balloon inserted for balloon tamponade. Patient required to go to vascular surgery for repair.